Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency room in response to an audible alert. It was determined that a right ventricular (rv) lead alert was triggered for high rate non-sustained episodes and elevated sensing integrity counter (sic). Oversensing of atrial signals and low r wave amplitude was also noted. The patient was admitted to the hospital, the lead was programmed off and the patient was observed on telemetry overnight. The physician believed the patient had been twiddling the lead. The rv lead was repositioned the following morning and remains in use. No further patient complications have been reported as a result of this event.